Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure a patient developed a pneumothorax requiring a chest tube and hospitalization. Medical history included significant diffuse centrilobular emphysema and copd. The biopsied nodule was 1.4 cm in size and located in the right middle lobe (lateral segment), subpleural. Radial ebus was used to localize the lesion. Tools used for the biopsy under c-arm fluoroscopy included a 23g flexision needles (9 passes), forceps (5 passes) and three bronchoalveolar lavages were also performed. Although the patient was asymptomatic, post procedure chest x-ray and chest ultrasound revealed a small-moderate pneumothorax. The pneumothorax had increase after 2 hours, so a chest tube (4 french) was placed. Per the physician, the causes of the pneumothorax were the patient's significant diffuse centrilobular emphysema and the target's location. There were no issues with the ion system or any instrument/accessory. The patient was hospitalized for 3 days, then discharged home. The diagnosis was positive for early stage lung adenocarcinoma (malignant).